Event description:
The mother of patient contacted dexcom to report no vibration. Patient's mother believes that patient did not feel the vibration of the alarm. Patient was mowing the lawn and came in for cider because patient felt shaky. Patient resumed yard work. Patient was found in driveway as a result of low blood sugar and the patient required surgery on his shoulder. The patient is on an insulin pump and was instructed by his health care provider to disconnect the pump prior to such physical activity. Current condition of patient is fine.